Manufacturer narrative:
(B)(4). Date of initial report: 03/10/2011. The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that after performing a gyn procedure, it was noticed that the pt had a burn the vulvic area. The surgeon stated the burn was second degree, was approx 2 cm. In diameter and treated the burn with silvadene cream. The site has indicated that the incident device has been discarded.